Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a persistent "charge/shock failure" error message. There was no pt involvement.